Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 08jan2019. International UDI # (B)(4). A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported a faulty led. No patient or user harm was reported. Event date not specified; estimate used

Manufacturer narrative:
Date of report : 08mar2019, date rec¿d by MFR : 07mar2019. Information was received that the manufacturer's portuguese post market surveillance specialist confirmed the alleged alarm issue. The system has been repaired. No parts were returned to philips for analysis, therefore, a root cause could not be established. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.